Event description:
It was reported during the implant procedure that impedance measurements were greater than 9999 ohms, and there was no ventricular pacing. An assessment of the leads was performed with the analyzer with good results. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.